Manufacturer narrative:
A loaner display was provided to the customer. Company rep replaced backlights and video board. Calibrated and ran diagnostics to factory specifications.

Event description:
Customer reported the panorama central station had a blank screen, which may have resulted in loss of telemetry monitoring. No pt injury was reported.